Event description:
Healthcare professional reported right-side changes of the habitual morphology of spherical breast devices, implanted in retromuscular position, being associated to thickening of the capsule and periprosthetic laminar fluid¿, ¿folds¿, ¿capsular contracture, baker grade IV¿, and ¿deformation." Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and was observed after autoclave: bubbles and cloudy color. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.